Manufacturer narrative:
Per the user guide: always remove all air bubbles from the system before beginning insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was met while filling the cartridge and the full amount of insulin could not be injected into the cartridge. The syringe needle would be changed to resolve the issue. Reportedly, customer did not remove air bubbles from the cartridge during the loading process. 4 customer reported blood glucose to be within 54-500 mg/dl.